Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported labeling mix-up was confirmed. Based on analysis of the returned product packaging and the shipment records, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.5 x 12 mm rx trek, lot number 20202g3, was pulled from the shelf and when the chipboard box was opened, the inside pouch label was for a 2.0 x 12 mm rx trek. The lot number on the pouch was 20118g2. There was no clinically significant delay in procedure and as the device was not used there was no patient involvement. No additional information was provided.